Event description:
Procedure: lap gastric bypass. Reportedly, after firing the second or third application, the tissue came apart and the surgeon was forced to change the procedure to open case. The surgeon repaired the hole and finished the case.